Event description:
The implant date for this devicce is unknown. The patient is a 78 year old man. On 10/6/93, surgery was undertaken to corredt what appeared to be a loose patella component. Upon opening the patient, it was discovered that the patella component's fixation pegs had broken off. This device has been returned for evaluation.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.